Event description:
Dizziness episodes during the night were reported. Electrocardiogram confirmed several episodes of ventricular pauses during the night. The episodes recorded by the device on (B)(6) 2015 at 00:02 and on (B)(4), 2015 at 03:57 showed a probable loss of capture for some ventricular cycles that could be related to a ventricular pacing threshold increase during the night. The physician re-programmed the ventricular pacing amplitude to 3v. Investigations are required in order to analyze the functioning of the device.

Event description:
Dizziness episodes during the night were reported. Electrocardiogram confirmed several episodes of ventricular pauses during the night. The episodes recorded by the device on (B)(6), 2015 at 00:02 and on (B)(6), 2015 at 03:57 showed a probable loss of capture for some ventricular cycles that could be related to a ventricular pacing threshold increase during the night. The physician re-programmed the ventricular pacing amplitude to 3v. Investigations are required in order to analyze the functioning of the device.

Manufacturer narrative:
.

Event description:
Dizziness episodes during the night were reported. Electrocardiogram confirmed several episodes of ventricular pauses during the night. The episodes recorded by the device on (B)(6) 2015 at 03:57 showed a probable loss of capture for some ventricular cycles that could be related to a ventricular pacing threshold increase during the night. The physician re-programmed the ventricular pacing amplitude to 3v. Investigations are required in order to analyze the functioning of the device.